Manufacturer narrative:
The account found broken springs in the side rail latch handle. The account replaced the side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail would not lock. No pt impact.